Manufacturer narrative:
(B)(4). The service engineer inspected the device and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator was not ventilating. There was no patient involvement.